Event description:
Mobi-c p&f us : disassembled. From information provided by the reporter, during a 1-level cervical disc replacement, the implant was loose and disassembled. No significant impact to patient while on the operating table. A 15x17 h5 mobi-c implant was chosen as the desired size and loaded on the inserter. The reporter verified with the scrub tech that it had been loaded properly. As the surgeon went to place the implant in the desired position and impact, the superior side of the mobi-c device became disconnected from the plastic cartridge. The surgeon noticed this immediately and removed the inserter. The superior plate in the device was loose in the patient and was removed using a sucker. New implant was taken and implanted successfully. Additional information received on (B)(6) 2019 : about patient condition : no negative feedback from the surgeon about the patient. The depth stop adjustment was set initially at zero surgical technique were followed at the mobi-c loading on inserter. Disc space was under distraction the surgeon encountered normal resistance that would require mallet impaction while inserting the prothesis. About insertion with an angle : the surgeon was aware of importance to place it as parallel as possible. No noticeable angle from where I was standing. Nothing was noticed with insertion of the first and the second implant. The exact same steps were taken in accordance with the surgical technique. No x-rays will be provided. The mobi-c no touch level was used the mobi-c distraction forceps was used. The surgery was completed with another device of the same range without patient impact or further complication.

Manufacturer narrative:
No additional information was received, follow-up medwatch was submitted to send the result of the investigation. Product was not returned to manufacturer. No evaluation could be performed. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the recurrence of this type of event for this implant and on the fact that the product couldn't be evaluated, the root cause of the event cannot be determined. According to the available inputs , the scrub tech probably overtightned the implant on the inserter . As indicated: take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant". Combined with resistance during insertion as described in additional information received (B)(6) 2019. However, with available inputs and the absence of device examination this hypothesis could not be validated. The investigation found no evidence to indicate a device issue. Root cause: unknown with hypothesis of user error during assembly with implant holder. If additional informations were received that add a value on this case another report will be sent.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Device evaluated by MFR: device not returned yet.

Event description:
Mobi-c p&f us: disassembled. From information provided by the reporter, during a 1-level cervical disc replacement, the implant was loose and disassembled. No significant impact to patient while on the operating table. A 15x17 h5 mobi-c implant was chosen as the desired size and loaded on the inserter. The reporter verified with the scrub tech that it had been loaded properly. As the surgeon went to place the implant in the desired position and impact, the superior side of the mobi-c device became disconnected from the plastic cartridge. The surgeon noticed this immediately and removed the inserter. The superior plate in the device was loose in the patient and was removed using a sucker. New implant was taken and implanted successfully. Additional information received on march 14th 2019 : about patient condition : no negative feedback from the surgeon about the patient. Sales order will be forwarded shortly. The depth stop adjustment was set initially at zero. Surgical technique were followed at the mobi-c loading on inserter. Disc space was under distraction. The surgeon encountered normal resistance that would require mallet impaction while inserting the prothesis. About insertion with an angle : the surgeon was aware of importance to place it as parallel as possible. No noticeable angle from where I was standing. Nothing was noticed with insertion of the first and the second implant. The exact same steps were taken in accordance with the surgical technique. No x-rays will be provided. The mobi-c no touch level was used. The mobi-c distraction forceps was used. Investigation in progress.